Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. ¿ no hardware errors or other assay issues were reported in conjunction with this event. ¿ system performance indicators such as system check, quality control and calibration were passing within specifications at the time of the event. ¿ no issues with sample integrity were reported by the customer. ¿ a hstni precision study was performed on (B)(6) 2025 with cardiac quality control, all %cv were within the hstni assay imprecision claim. ¿ the customer did not report further concern with the hstni assay. In conclusion, although a pre-analytical issue is suspected, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 26mar2025 the customer reported non-repeatable erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 440340) patient results were generated on the customer's access 2 immunoassay analyzer, part number 81600n and serial number (s/n) (B)(6)). One patient (45 years old female suffering from hyperlipidemia and diabetes) was admitted to hospital on (B)(6) 2025 and treated with heparin based on the beckman initial high hstni patient result. As lower patient hstni results were finally obtained, the treatment for acute coronary syndrome (acs) was stopped and the patient was discharged. On (B)(6) 2025, one elevated hstni sample result at 258.358 pg/ml was questioned at 16:31. The patient was redraw and lower results were obtained at 8.061 pg/ml (19:51) and 8.092 pg/ml (20:14). The customer suspected a possible fibrin interference. They recentrifuged the questioned sample and rerun it with a lower result of 13.7 pg/ml at 21:05. The patient report was corrected to a normal value. There were no hardware errors or issues with other assays reported in conjunction with this event. System checks passed within specifications on (B)(6) 2025. Calibration passed on (B)(6) 2025 with reagent lot 440340 and calibrator lot 440055. Quality control was passing within specifications at the time of the event. A hstni precision study was performed on (B)(6) 2025 with cardiac qc, all %cv were within the hstni assay imprecision claim. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No issues with any sample integrity were reported by the customer. The samples were collected on green top gel tubes, centrifuged at room temperature (rt) for 5 minutes at 3000 rotation per minute (rpm). Samples were stored at rt less than 2 hours. Samples were transferred and analyzed in 1ml insert cups. It is stated the customer followed the hstni assay instructions for use for samples preparation.